Event description:
During preventative maintenance of the device, the user reported that the batteries would not take a full charge. Since the event occurred during preventative maintenance, there was no patient involvement during this event.